Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, ¿manufacturing related due to operator error/poor burn process/wrong technic/mechanical error". The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a critical care nurse in an online survey stated that they were not able to successfully irrigate while using this product. The irrigation was not successful while using the 3-way hydrogel coated prostatic foley catheter (60ml balloons) / product code unknown because "was not meant for irrigation".

Event description:
It was reported that a critical care nurse in an online survey stated that they were not able to successfully irrigate while using this product. The irrigation was not successful while using the 3-way hydrogel coated prostatic foley catheter (60ml balloons) / product code unknown because "was not meant for irrigation".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned